Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the extravascular lead was below the expected lower range. Analysis of the device memory indicated the impedance trend of the defibrillation conductor was decreasing. Analysis of the device memory indicated the impedance trend of the extravascular lead was decreasing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: dvea3e4 ev-ICD, implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 11 days post implant a ring 1 to coil 2 lead impedance warning was triggered for the extravascular (ev) lead due to impedance measuring 76 ohms, which was less than the 100 ohms lower limit setting. There was a noted decline in all impedances several days post-implant, with ring 1 to coil 2 showing the most significant decline, although they have since slightly increased. No patient complications have been reported as a result of this event.